Event description:
In 2008, the patient reported insulin was not coming out of the needle when he primed his infusion set tubing. He said the insulin is coming out of the infusion headset. He stated his eyesight is not good and he does not know if there is a separation near the "head" of the tubing. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.